Event description:
Essure device implanted on (B)(6) 2008. Diagnoses thus far include severe obstructive sleep apnea, graves disease with hyperthyroidism then went for rai treatment and became severely hypothyroidism with hashimotos, chronic fatigue, type 2 diabetes, hypertension, metal allergies, fibroids, endometrial polyp and symptoms associated with diagnosed disorders are a continuous and while medically managed by my team of drs, recovery remains ongoing. Was pulled out of work after rai treatment (received (B)(6) 2016) in (B)(6) 2016. Obtained disability through my employer for 6 months and ended on (B)(6) 2017 when my position was terminated. Essure device, fallopian tubes and endometrial polyp removal occurred on (B)(6) 2017. Still suffer from pelvic pain and all associated symptoms with all disorders with all disorders. Was released to go back to work part time in (B)(6) 2017 with some limitations. Haven't had success in the employment field thus far. Lost financial stability and my own transportation due to illness. Mental stability is a trying effort due to depression and anxiety. All of this has been a life altering experience and no matter how strong and positive I try to remain, reality is a constant slap in the face when pushing myself, making efforts, rebuilding endurance and such, when efforts succeed as far as my body allows only to be having to take a day or two to recover from my efforts. While hopefully in time true, my goals and dreams for my family seem so far away. My mind has stayed firm with the notion that no compensation for my pain, suffering and losses will ever bring me back to the independent woman I once was. I'm going to continue to fight to rebuild what I've lost.